Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot a device history record (mre) review, was not possible because the required lot code was not provided.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon informed the sales consultant that he had performed this patient's initial surgery about 10-11 years prior, exact date unknown. He was unable to pull up the operative note to give me an exact date. This patient suffered a hip dislocation that was believed to have happened several months prior. This patient suffers from cerebral palsy and is a bed bound patient. This patient also unfortunately had an ulcer on their hip that went down into the joint space. Dr. Decided this patient's best option was unfortunately to remove the implants and perform a girdlestone procedure. Once implants were properly removed a thorough debridement was performed of their hip and the closing process began. Doi: 10 to 11 years prior, dor: (B)(6) 2021, affected side: left hip.